Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was incorrectly positioned in the chamber and appeared twisted. The issue was observed during handling before patient contact. The procedure was completed with a backup lens of the same model and diopter. Additional information was received and it was learnt that lens was stuck in cartridge. The healon duo visc and bss (balanced salt solution) from johnson & johnson were used. No additional information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 & a6: not applicable, as there was no patient contact with the device section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Date returned to manufacturer: nov. 5, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was overridden by the plunger rod inside the cartridge, however the lens was not stuck in the cartridge. The cartridge tip was observed to be damaged. Ovd was observed inside the cartridge. No issues were identified on the lens module, plunger rod, and handpiece. The lens was removed from the cartridge and was observed to be coated on viscoelastic residue. The lens was cleaned and inspected and no issues were identified. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.